Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported cables stopped working during use. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned cable was evaluated. During inspection, the cable passed visual analysis and software testing; however failed functional analysis due to broken solder joint on the purple conductor inside the rd15 connector. A "replace sensor" error message displayed; which would have prevented the unit from being able to engage in monitoring activities.